Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not recognized by the system. A field service engineer (fse) replaced the retractor band on the main half height drawer 3.2 to resolve the issue. Additionally, fse replaced the retractor band and cubie tray for the auxiliary drawer 4.2 and tested the device in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubies were not recognized by the system. The cubies were installed in the machine, but they still appeared greyed out on the cubie map in kw-2w1 pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.